Manufacturer narrative:
Pump passed functional tests including displacement test, rewind test, basic occlusion test, occlusion test, prime/a33 test and excessive no delivery test. No unexpected no delivery alarm noted during testing. Unit was received with normal operating currents and no unexpected off/no power alarm or low battery alarm noted. Unit had intermittent button response due to flattened all the buttons dome switch. Keypad connector was fully locked. No cosmetic damage noted. (B)(4).

Event description:
The customer reported via phone call that the insulin pump had recurring no delivery alarms after multiple site changes. Blood glucose level at the time of the incident was not provided. The customer was advised that the insulin pump would be replaced and agreed to return the device for analysis.